Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the couple charged device got broken were identified during the device evaluation. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the fiber bonding in the outer tube area distal end is damaged grip of the control section and adjusting ring of the control section has corrosion due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had interference in the video image and the image was choppy during use. There were no reports of patient harm.